Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "compressor failure ? 1001" and "compressor failure - 2001" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, internal inspection, tce/rce functionality testing, and stress testing without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. The smart pneumatic module board and flow screens were replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.